Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that extension pipe leak, no flow. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the inability to infuse is confirmed; however, the exact cause is unknown. One video of the proximal piece of a groshong nxt clearvue two-piece connector was returned for evaluation. An initial visual observation of the video showed, during an attempt to infuse the proximal connector piece, the extension leg tubing of the connector piece ballooned. No fluid was observed to flow out of the distal tip of the proximal connector piece indicating the presence of an occlusion. However, there were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. Therefore the root cause of the occluded proximal connector piece is unknown. This complaint will be recorded for future trending and monitoring purposes.